Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged. Although requested, the customer declined to provide further information or participate in troubleshooting.

Event description:
It was reported that the pump could not be charged as the charging cable was difficult to insert into the usb port due to the usb port being damaged (misshapen). There was no reported impact to customer's blood glucose level. Although requested, the customer declined to provide further information or participate in troubleshooting.